Event description:
A customer alleged an event of suspected positive cyclesure biological indicator (bi). It is unknown if the items in the load were recalled; however, no injury ot harm were reported. The cap of the cyclesure biological indicator was not depressed correctly. The cycle did not cancel.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the complaint history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was reviewed and found the lot 29391z to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The complaint history for the cyclesure bi did not reveal a trend for suspected positive bi. The service history review of the sterrad 100s sterilizer was not performed to address a positive bi. There was no report of sterilizer malfunction. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. It is unlikely that the positive bi result was attributed by the sterrad 100s sterilizer since there was no report of a sterilizer malfunction. There were no problems found with the retain sample testing. Since the tray data was not provided, load compatibility could not be confirmed. A laceration was observed on the processed bi that could lead to suspect positive bi. The laceration was on the outer portion of the vial and extended through to the inner vial. It cannot be determined if the laceration was due to a manufacturing defect or accidental puncture by the customer. The laceration caused a breach in the bi containment system and could contribute to possible contamination. Based on the information available, a definite root cause to the reported issue is not determined.

Manufacturer narrative:
(B)(4): suspected positive bi.